Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿stent thrombosis with arterial occlusion following aneurysm embolization. Consequence: decreased muscle strength on musculoskeletal examination (mse) and slight deviation of the labial commissure. A magnetic resonance imaging (MRI) angiography was performed 6 months ago. The report was normal, but there was already apparent stenosis¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Nine micro coils were used for embolization of the aneurysm, in conjunction with a flow diverter which may have contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that 48 hours after the procedure, the patient experience decreased muscle strength during musculoskeletal examination (mse) and slight deviation of the labial commissure. The computerized tomography (CT) imaging scan revealed ischemia and during angiography, the subject stent thrombosis along with total occlusion was confirmed of the treated artery from the implanted subject stent. The physician administered agrastat to the patient. The patient remains hospitalized.

Event description:
It was reported that 48 hours after the procedure, the patient experience decreased muscle strength during musculoskeletal examination (mse) and slight deviation of the labial commissure. The computerized tomography (CT) imaging scan revealed ischemia and during angiography, the subject stent thrombosis along with total occlusion was confirmed of the treated artery from the implanted subject stent. The physician administered agrastat to the patient. The patient remains hospitalized.